Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012 the patient presented with intractable back and leg pain. The patient had the preoperative diagnosis of l4-5 disk herniation and l4-5 spondylolisthesis and stenosis. The patient underwent a l4-l5 interbody fusion with cages and rhbmp-2/acs; posterolateral fusion-fixation, l4-l5 with transcortical-type screws and local bone graft. It should be noted that the patient had a large mass in the subfacial area that started at the time of the patient injury 4 years prior to the surgery. This was dissected out first and a gram stain and frozen section were confirmed to be non-infection before the surgery moved forward. A pathology of the excised l4-l5 mass showed it to benign. On (B)(6) 2012 the patient was discharged form hospital. On (B)(6) 2013 the patient presented for a new patient consultation with a pain management clinic. The patient had multiple pain complaints with the worse being low back pain radiating into the left lower extremity to the knee and the right lower extremity. The patient also complained of neck pain radiating into the bilateral upper extremities. Per the doctors notes the patient appeared to have l3 radiculitis. The patient was referred to anotherdoctor to discuss surgical options for neck and back. Per the doctors notes the patient had previously tried oxycodone and ms contin but did not tolerate them well. The patient did receive benefits form fentanyl patches but they caused skin irritations when kept on for 72 hours. On (B)(6) 2013 the pharmacist called the doctor concerning the patient's new prescription for fentanyl feeling the patient was opiate naive and should only start with percocet to ensure they could tolerate it. The fentanyl prescription was canceled and a message left for the patient, on (B)(6) 2013 the patient presented incapacitating low back and lower extremity radicular pain. The patient also presented pain over the sciatic notches bilaterally and tenderness over the greater trochanters bilaterally. Per the doctors notes the patient appeared to have l3 radiculitis. On (B)(6) 2013 the patient presented with incapacitating low back pain and lower extremity pain with the right lower extremity pain having increased. Per the doctors notes the patient appeared to have l3 radiculitis. On (B)(6) 2013 the patient presented with low back pain and lower extremity pain which they felt was increasing. The patient also pre sented pain over the sciatic notches bilaterally and tenderness over the greater trochanters bilaterally. On (B)(6) 2013 the patient's doctors spoke with the input psych unit about admission for suicidal ideation. No plan or attempt. The unit said they would call when they discharged the patient and inform if they were an opiate candidate. On (B)(6) 2013 the patient presented continuing low back pain and tenderness in the over the greater trochanters bilaterally the patient had recently been admitted to hospital for suicidal ideation due to increased stressors in their life. The patient was seeing a psychiatrist. Per the doctor's notes there was a discussion of the patient's appropriateness as an opiate candidate given a recent history of drug abuse and mental illness. It was decided to continue the patient with fentanyl patches as an alternate to pills until there was psychiatric verification of opiate candidacy. On (B)(6) 2013 the patient presented with increasing chronic low back pain and also described new bilateral carpal tunnel symptoms. The patient reported being recently seen in urgent care for left arm paresis due to tendonitis and impingement nerve in the shoulder. The patient had a brace on their left arm. There was tenderness over the greatness trochanters bilaterally. The patient was in the process of finding a new psychologist due to dhs having custody of their child. The patient also complained of difficulty sleeping with their CPAP machine. On (B)(6) 2013 the patient presented with chronic low back pain and bilateral wrist pain. The patient's last urinalysis had come back positive for amphetamines and a trace amount of methamphetamines. The patient denied the use of illegal drugs. The patient was scheduled to have their lymph nodes removed and to undergo a thyroid biopsy on (B)(6) 2013. The patient stated they stopped using the fentanyl patches for the past 3 weeks as they were providing no pain relief. Per the doctors notes it was stated that there was an intention to begin tapering the patient off their medications in two weeks (after the thyroid surgery) due to the abnormal urine results and a recent history of methamphetamines use. A prior hospital admission in august indicated the patient admitted to using methamphetamines for at least two weeks on a daily basis. Toxicology reports attained from the hospital confirmed the presence of methamphetamines. On (B)(6) 2013 the patient was notified by phone that the doctor would be continuing to taper the patient off of their medications. On (B)(6) 2013 the patient presented with chronic incapacitating pain of low back and lower extremity radicular pain. Diagnosis: thoracic or lumbosacral neuritis or radiculitis. The patient had previously signed and resigned an opiate agreement which stated the use of illegal substances would not be tolerated. As a previous toxicology report was positive for methamphetamines. The doctor felt uncomfortable with the patient continuing on opiates and continued a tapering off process which would result in the patient being off of medications by the end of the month.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient underwent x-rays of the hand due to arthralgia. Conclusion: minimal interphalangeal joint degeneration. No destructive lesion or gross periarticular erosion. Labs were ordered. On (B)(6) 2012: the patient presented for a pre-operative physical and exam. She has a history of back and right leg pain. MRI scan shows that she has a central l4-5 disc herniation migrating up behind the l4 vertebral body. Plain films of her low back demonstrate that she has a 3 mm forward subluxation. On (B)(6) 2012: the patient presented with the following pre-operative diagnoses: l4-5 disk herniation; l4-5 spondylolisthesis and stenosis. The patient underwent the following procedures: l4-5 interbody fusion with capstone cages and rhbmp-2/acs; posterolateral fusion-fixation, l4-5, with solera transcortical-type screws; local autologous bone graft. Per the op notes, following decompression, the surgeon fitted in place 22 x 9 mm capstone cages and some rhbmp-2/acs on the inside. The surgeon put a whole sponge of rhbmp-2/acs between the cages and then a little sliver lateral to them. Following final tightening of the screws, the surgeon put a small sliver of rhbmp-2/acs on top and bottom of the facet along with packed morcelized graft. It was noted that a dural tear occurred during the patient's procedure and was repaired intra-operatively. On (B)(6) 2012: pathology report was performed on specimen removed during procedure. L4-5 mass excision; benign pseudocyst with surrounding fibroadipose tissue, no evidence of malignancy. On (B)(6) 2012: the patient was discharged home. On (B)(6) 2012: the patient presented with positional headaches. She reports being sore across her low back with extension into her hips bilaterally, as well as numbness and tingling in her right lower extremity. On (B)(6) 2012: the patient presented for MRI for the lumbar spine. Impression: fluid collection in the posterior soft tissues between the muscular fascia and the subcutaneous fat. This is nonspecific and could represent infection, hematoma, seroma, or csf. This is immediately deep to a small amount of fluid in the immediate subcutaneous fat where the patient is reportedly draining, and needle aspiration at this level could be helpful to distinguish infection versus csf. It is interesting to note that this in the exact same tissue plane as the preoperative "pseudocyst" described by the physician assistant which was reportedly entered and shelled out at the time of initial surgery. On (B)(6) 2012: the patient presented for a wound check. She reports pain across her back and into her hips and upper thighs. There is a small ulceration that is still present with granulation tissue in its center. The area is clean without inflammation. On (B)(6) 2012: the patient presented for wound check and follow up. The patient reports some discomfort in her lower back. On (B)(6) 2012: the patient underwent x-rays of the lumbar spine. They show a 1 level plif construct at l4-5. There are interbody cages outlined by metallic markers and posterior transcortical-type pedicle screws. The hardware is well positioned and so are the cages. She is not completely fused yet. On (B)(6) 2012: the patient presented with subsiding pain, and some numbness in her shins. On (B)(6) 2012: the patient underwent x-rays of the lumbar spine which shows hardware in place posteriorly at l4 and l5 levels. The remaining disc spaces appeared normal. (B)(6) 2012: the patient presented with back pain and headaches . The patient has undergone pt, esi's si belt, joint injections. The patient reports trouble sleeping, weight gain, difficulty walking , poor memory, muscle spasms and cramps , stiffness in joints, anxiety, and pain. On (B)(6) 2012: the patient presented with anxiety, neck and back pain, bilateral foot pain and morbid obesity. The patient reports weight loss. Impression: anxiety state; neck and back pain; bilateral foot pain; morbid obesity. On (B)(6) 2012: the patient presented with diffuse spine pain, 9/10. She has numbness in her right foot and weakness in her legs. The patient does have difficulty walking, shortness of breath, spasm and stiffness, swelling in the leg. Assessment: chronic pain; chronic opioid mgmt; diffuse spine pain; mild lumbar disc degeneration; status post l4-5 fusion. On (B)(6) 2012: the patient presented with thick vaginal discharge. It is greenish, foul smelling, and she has itching and painful urination. Impression: vaginal discharge; (B)(6) lab tests ordered as well as vaginitis pathogens test. On (B)(6) 2012: the patient presented with low back pain, numbness and weakness . The patient's urine screen came back positive for methamphetamines, amphetamines, hydromorphone, and xanax. Assessment: chronic pain; opioid mgmt; diffuse spine pain; lumbar disc degeneration; status post l4-5 fusion; illicit drug use. The doctor reviewed the patient's thoracic MRI. He stated she clearly has t7-8 and t8-9 disc herniations, and a little bit smaller one down at t10-11 as well, but the t7-8 and t8-9 levels would be consistent with her midthoracic pain. On (B)(6) 2012: the patient underwent x-rays of the lumbar spine. Both films show l5-s1 fusion. It is a plif construct with posterior transcortical-type screws and cages. Doctor believes her fusion is developing nicely. No loosening is apparent. On (B)(6) 2012: the patient presented with low back and thoracic pain. The patient reports pinching sensation with certain twisting and bending motions of the low back. She has numbness in the right leg. Assessment: chronic pain; opioid mgmt; low back pain; status post l4-5 fusion; thoracic spine pain; thoracic disc degeneration. Urine screen was positive for benzos and opioids. On (B)(6) 2012: the patient presented with pain, 7/10, neck pain, headaches, low back and hip pain, left upper extremity pain and thoracic spine pain. She has numbness in her leg and hands at night and reports decreased balance. Assessment: chronic pain; opioid mgmt; diffuse spine pain; diffuse spinal spondylosis. On (B)(6) 2012: the patient presented with right otalgia. Diagnoses: right otalgia due to right temporomandibular joint pain. On (B)(6) 2012: the patient presented with cough and right ear pain. The patient also reported back pain. Diagnosis: acute bronchitis; chronic back pain. On (B)(6) 2012: the patient presented to the ER with exacerbation of her chronic back pain. The patient reports left leg numbness and in her right great toe. Clinical impression: chronic back pain; opiate dependence. On (B)(6) 2012: the patient reported for eye exam. Finding: no diabetic retinopathy. On (B)(6) 2012: the patient presented to physician for exam. The patient had some swelling over her right foot and very tender at the base of her right 5th toe. Impression: anxiety state, unspecified; borderline personality disorder; tremor; morbid obesity; (B)(6) 2013: the patient presented with pain, numbness, tenderness. The doctor states that it might be a good idea to remove the hardware since there is so much pain and tenderness over them. On (B)(6) 2013 : the patient presented for CT scan of the lower back due to lower back pain. Impression: postoperative sequelae from l4-5 fusion with bony fusion across the disk space and the posterior elements without gross complication; mild disk degeneration at l3-4 and l5-s1 without definite central of foraminal stenosis. On (B)(6) 2013: the patient presented with neck and back pain, numbness down the left leg as well as numbness in her hands. CT of the lumbar spine shows there is a little extra bone in the lateral recess on the right, but no symptoms. MRI shows the patient has significant cervical stenosis and central disc protrusion at all cervical levels but particularly at c4-5. At c4-5, there is a fairly large, slightly left sided paracentral sharp protrusion with a focal spike sticking straight into the spinal cord. Impression: cervical stenosis; possible need to have lumbar hardware removed. On (B)(6) 2013: the patient presented for a sleep center neurodiagnostic assessment due to history of sleep disordered breathing. The patient has exertional shortness of breath as well as dyspnea during the night. The patient does report pain in all areas of her back. Assessment: obstructive sleep apnea; restless leg syndrome; (B)(6) 2013: the patient presented for exam from physician. Impression: depression; osteoarthritis back; hypothyroidism; vitamin d deficiency; hyperglycemia. On (B)(6) 2013: the patient presented with anxiety and suicidal ideation due to her son's mental condition and his violent outbursts. On (B)(6) 2013: the patient presented with pain in her low back radiating into her left lower extremity to the knee and pain into her right lower extremity. The patient also complains mid back pain. The patient also complains of neck pain radiating into her upper extremities. Range of motion of cervical spine and waste produce pain, pain over sciatic notches bilaterally, tenderness over greater trochanters bilaterally, and she has a mildly antalgic gait. Diagnosis: thoracic or lumbosacral neuritis or radiculitis . On (B)(6) 2013: the patient presented to the ER with weakness of the right side of body, broad ddx; anxiety; migraine; thyroid mass; chronic pain disorder; hyperglycemia; sleep apnea. Blood work came back negative. Telemetry, 100% sinus rhythm. On (B)(6) 2013: the patient was discharged home. On (B)(6) 2013: the patient presented with headaches, difficulty swallowing, and fatigue following thyroidectomy and lymph node biopsy. The patient does report numbness and tingling. Diagnosis: chronic lymphocytic thyroiditis. Impression: well healing post op thyroidectomy and cervical lymph node biopsy. The lymph node came back as benign follicular hypoplasia. The thyroid came back as hashimoto thyroiditis. On (B)(6) 2014: the patient presented to a new physician to establish care after being fired from her last pcp and pain clinic. Assessment: asthma; allergies; depressive disorder; psychosis; generalized anxiety disorder; panic disorder w/ agoraphobia; hypothyroidism; esophageal reflux; chronic pain syndrome; hyperlipidemia. On (B)(6) 2014: the patient presented with an elevated liver function test and swollen lymph nodes. Assessment: enlargement of lymph nodes, ultrasound referred. On (B)(6) 2014: the patient presented with hip pain. The pain radiates to her thigh but that the numbness and tingling goes to the toes. Palpation of spinous processes in thoracic spine produces pain. Assessment: elevated liver enzymes; alcohol abuse; drug abuse; pain in joint, pelvic region, and thigh; lumbago; (B)(6) 2014: the patient underwent x-rays of the pelvis due to pain. Impression: unremarkable radiographic appearance of the pelvis. The patient also underwent x-rays of the lumbar spine due to chronic low back pain. Impression: post-surgical changes, post fusion l4-5, good anatomical alignment. On (B)(6) 2014: the patient's x-ray and ultrasound results were given to her over the phone. Lumbar and pelvic x-ray were normal. Thyroid ultrasound shows normal left side, and probable thyroid tissue remaining on right (post-surgical).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.